Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Patient had planned ophthalmic surgery under general anaesthetic for insertion of ahmed valve on (B)(6) 2025. The anterior chamber could not be maintained by the implanted ahmed valve post operatively as the valve was draining excessively. The intra ocular pressure was low resulting in further surgery to remove the ahmed valve and replace with another ahmed valve which was also draining excessively causing the same problem. The second valve remains insitu but the stent is not in a draining position. 2 ahmed valves were used both drained excessively and intra ocular pressure could not be maintained.